Event description:
It was reported that the patient was stiff and in pain and surgeon removed the tibial insert, washed the knee out and replaced scorpio nrg#9/12mm insert with a scorpio nrg #9/10mm insert

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding pain and stiffness involving a scorpio insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that the patient was stiff and in pain and surgeon removed the tibial insert, washed the knee out and replaced scorpio nrg#9/12mm insert with a scorpio nrg #9/10mm insert